Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.(B)(4).

Event description:
It is reported that after 2 insertions the thumbswitch would not advance forward. No patient injury is reported. Evaluation summary: the turbohawk device was received for evaluation without the cutter driver or any other ancillary devices or cine images from the procedure. The distal tip assembly was relatively free of collected tissue. The distal tip assembly exhibited a significant kink approximately 3mm from the distal edge of the housing window and the cutter blade was cutting into the distal edge of the window. There was no tissue beneath the cutter head assembly to divert the cutter head into the housing window.